Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving morphine via an implanted pump. The indication for pump use was chronic low back pain and non-malignant pain. On (B)(6) 2019 the hcp reported that a motor stall was seen at initial interrogation. The patient had not recently had an MRI and the hcp denied any emi (electromagnetic interference) or magnetic interaction. The pump status and/or event log indicated ¿motor stall occurred¿ and the motor stall was active. When asked for the event date, the hcp stated, ¿long time ago¿. The hcp requested and was given the pump off passcode to turn the pump to off state as they were planning to replace the pump at a later date. No patient symptoms were reported. No further complications have been reported as a result of this event.